Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose events. Customer stated their blood glucose declined to due to increased activity. The customer stated the paramedics were called for treatment for their blood glucose. The customer then reported they were hospitalized on the second occurrence of low blood glucose. The customer stated their blood glucose was 36 mg/dl at the time of hospitalization. Customer was kept for observation and then released. The customer declined to return the insulin pump for analysis.